Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system documented is being reported under the MFR- 3004753838-2016-22624.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an intermittent out of range signal that occured on both the insulin pump and the continuous glucose monitoring system. No additional patient or event information is available.